Event description:
It was reported a spectrum pump had door not fully latched alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported symptom of door not fully latched alarms was confirmed through review of the event history log for a single event. Further eval of the device found the door to function as expected. The pump was reworked to ensure continued proper door latching capabilities.